Manufacturer narrative:
E!: patient city: (B)(6). Patient country: united states. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On 29-jul-2024, it was reported that the patient was hospitalized due to high blood glucose levels and received treatment of IV insulin drip. The patient blood glucose levels while admitting to hospital was 892 mg/dl and stayed at hospital for 3 days. The patient also had ketones. No further information available.